Manufacturer narrative:
Product analysis: visually confirmed approximately ~45mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Optical examination of the fracture surface analysis reveals surface circular material displacement, consistent with torsional overload, with plastic deformation both above and below the fracture. The above findings are consistent with torsional overload.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an oblique lumbar interbody fusion due to stenosis at l3-4 and l4-5. During surgery, when surgeon was trying to use shaver the space was so collapsed that shaver could not rotate. Surgeon continued to rotate the handle and twisted the shaver off. Surgeon was able to retrieve the broken piece of the shaver from the patient with no harm to the patient. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.